Event description:
This report was received from global pharmacovigilance (gpv) and is a regulatory report from (B)(6) of sterile peritonitis in a patient coincident with dianeal unknown therapy. This report was received by (B)(6) and forwarded to baxter (B)(4). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by abdominal pain. On an unreported date, the patient was hospitalized for the event of sterile peritonitis. Further information pertaining to hospitalization, or whether the patient received treatment was not reported. On an unreported date, the event of sterile peritonitis resolved. Dianeal unknown therapy was ongoing. The (B)(6) considered the event of sterile peritonitis to be possibly related to dianeal unknown therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.